Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by benchmark clinical study, during a transfemoral tavr procedure with a 26-mm sapien 3 valve, right coronary artery vessel wiring and stent dilatation with an nc balloon was performed, due to the presence of a pre-existing stent in the ostium of the right coronary artery overhanging in the aorta post deployment.

Manufacturer narrative:
The device or images was not returned/provided to edwards lifesciences for evaluation, however, the instructions for use/training manuals were reviewed for guidance/instruction involving the esheath and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for interventional device interacts with coronary stent was unable to be confirmed due to unavailability of relevant imagery/medical record. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 thv. The patient screening manual instructs the operator on proper assessment of patient anatomy, using multiple imaging modalities such as echo, CT, and coronary angiography. High-risk anatomical features that may interfere with device implantation or lead to coronary occlusion are also discussed. As reported, 'due to the presence of a stent in the ostium of the right coronary artery overhanging the aorta, vessel wiring and stent dilatation with an nc balloon 3.5 mm and 4 mm was needed after implantation of the prosthesis were performed.' Per patient screening manual, 'ostial stenting before the procedure may be hazardous and warrants special caution' and 'it may interfere with valve implantation or increase risk of coronary occlusion.' Review of complaint records revealed that patient's coronary arteries were assessed via coronary angiogram prior to tavr. In this case, the presence of ostial stent contributed to the obstruction of coronary arteries due to it physically interfering with proper deployment ds/thv. As such, available information suggests that procedural factors (inadequate assessment of patient anatomy) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.